Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a gastrectomy procedure, the powered stapler suddenly stopped while firing the reload. After the surgeon tried another one to finish firing, it fired well. The patient was not injured and is currently stable.

Manufacturer narrative:
Ftr# (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. Visual evaluation of the reload noted that it was partially fired. Functional evaluation noted that the reload was able to be fired after the interlock was overridden. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Replication of the partial fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.